Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device had been serviced within the last 12 months. The current reported problem does not appear as a repeat symptom within the past 12 months, however the force sensor was calibrated during the previous return. Review of the prior service record indicates that all service actions were completed during the prior return.. The device was found out of specification in relation to the customer reported system error 345 which was reproduced. A review of the event history log identified multiple events of system error 345. The reported condition was verified. The cause was determined to be failed downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.